Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(health effect - clinical, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the contaminated pim (0997-00-1178) was replaced. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6). Additional info: e1 (contact person phone number: (B)(6), event site postal code: (B)(6).) A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after the implantation of the catheter, therapy was initiated. Shortly thereafter, small foreign bodies were detected in the helium line, followed by multiple autofill failures due to blood in the system. The cardiosave and iabp catheter were replaced, and the iabp therapy was successfully continued. No patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number: (B)(6).

Event description:
It was reported that after the implantation of the catheter, therapy was initiated. Shortly thereafter, small foreign bodies were detected in the helium line, followed by multiple autofill failures. The cardiosave and iabp catheter were replaced, and the iabp therapy was successfully continued.